Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos and gpos pcb batteries were evaluated and replaced. The gpos connections were reseated. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed corrupt software errors. Further information received from the field indicated that the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.